Event description:
It was reported that during an unspecified surgical procedure it was observed that the 4.5hlx adv br anc-dyna str/bl anchor device had pulled out. It was further observed that the anchor was broken. It was reported that all broken parts were removed. Another device was used to complete the surgery. It was reported that there was a 15-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the anchor is broken, the broken pieces are still attached to the suture. The overall complaint was confirmed as the observed condition of the 4.5hlx adv br anc-dyna str/bl would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the anchor could have been incompletely inserted and axial misalignment caused the anchor to break and pulled out. As per instructions for use (IFU); inserting the awl or drill to less than the specified depth, axial misalignment, or levering with the anchor upon insertion may result in anchor fracture. Incomplete insertion or poor bone quality may result in anchor pullout. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿